Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off on the force feedback fenestrated bipolar forceps. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force feedback fenestrated bipolar forceps instrument was analyzed and found to have a crack in the main tube located approximately 0.3080" from the distal tip. Multiple fragments of the main tube were missing at the fracture site. The recovered fragments measured approximately 9.58 mm x 6.82 mm, 8.52 mm x 6.90 mm, and 6.89 mm x 3.27 mm. The missing pieces were returned with the instrument. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.